Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the malfunction is due to corrosion on the plug unit, as the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an e315 unsupported scope error. There was no patient involvement.